Manufacturer narrative:
The physician stated that the patient died from a retroperitoneal bleed which might have been one of the hybrid grafts, but might have been the aneurysm or one of the other grafts. No further information could be provided regarding the event and therefore no further investigation can be conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2014, a patient underwent an aortic debranching procedure, where three gore® hybrid vascular graft¿s were used. It is not known where the devices were implanted and what other medical devices were used. It was reported to gore that the procedure was completed successfully and that the patient was discharged from the hospital. In the time between the initial procedure and (B)(6) 2014, the patient passed away without knowing the reason. It was mentioned that the patient had several diseases. No further information is available at the moment.